Event description:
The manufacturer previously received information alleging a ventilator had a sensor calibration failure. There were no failed test sheets to review. There was no harm or injury reported. Additional information received from a good faith effort request states the ventilator screen shuts off, but the device continued to ventilate the patient. There was still a flow sensor issue, but no verification of what the issue was. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.